Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic endoprosthesis implantation procedure. Reportedly, a suture break was noticed for six proglide devices. The procedure was completed. Hemostasis was achieved with a prostar xl device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy suture pulled until it breaks, or tensioning angle is not being coaxial to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.